Manufacturer narrative:
The subject device was returned to the original equipment manufacturer (OEM). The device was tested/inspected using olympus test scope and suction kit; the subject device worked appropriately with satisfactory suction capacity. The OEM performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM confirmed that the device worked as expected without any problems. The reported failure was likely caused by a loose connection of the devices and or defect of other devices. The OEM will continue to monitor the field performance of this device.

Event description:
The user facility informed olympus (B)(4) that some of the suction valves reportedly have no suction during testing with a 180 series type bronchoscope. No patient involvement was reported. This report is for 2 of 2 suction valves.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 15-apr-2021.